Event description:
Brush head of the proxabrush fell off during use, and the brush part just dislodged and got stuck in between the teeth. She was able to use a second proxabrush to remove the brush head. This is the second time a problem has occured with this pack, first time the proxabrush brush head fell off before use.